Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was no light exiting the connector face, indicating an internal connector fracture. During the functional testing, it was identified that there was no aiming beam. The console displayed a message that read: error 65. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during preparation of the procedure, the slimline fiber did not work the first time it was used. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a fractured connector.

Event description:
It was reported that, during the procedure, the fiber malfunctioned after about 10 minutes of use, with blackening of the tip making it unable to continue using the fiber. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
A2 age at time of event: additional information was received which corrected the patient age. B3 date of event: additional information was received which corrected the date of event. B5 describe event or problem: additional information was received which corrected the event description. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was no light exiting the connector face, indicating an internal connector fracture. During the functional testing, it was identified that there was no aiming beam. The console displayed a message that read: error 65. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.